Event description:
It was reported that the lead was explanted and replaced due to "inappropriate shocks". No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead returned and analyzed. Other: it was reported that the lead was explanted and replaced due to "inappropriate shocks". No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: lead conductor, component/subassembly failure. Device was out of specification in a manner that relates to event, sensitivity, shock, inappropriate.